Event description:
Baxter IV pump set to infuse pitocin: * rate 3 cc/hr, * volume to be infused 500 cc. Electronic fetal monitor pattern suggestive of hyperstimulation within minutes of beginning infusion. Pump turned off. Hyperstimulation continued. At least 200 cc IV fluid with pitocin infused with pump off. IV removed - fluid free flowing thru pump.